Manufacturer narrative:
(B)(4). This complaint for leak was not confirmed. The cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a leak, which occurred while using the home choice (hc) machine. The home patient (hp) stated the supply line near the cassette door was leaking, and she needed help getting the door open to set-up again. The baxter technical service representative (tsr) assisted the hp to end therapy, get the cassette door open, and set-up again. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, (B)(4) contacted the home patient (hp) regarding the reported event. The hp confirmed that the supply line from the cassette was leaking. The hp stated they discarded all of the samples and did not know the lot number of the supplies. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.